Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one electric shock due to supraventricular tachycardia (svt) with rapid ventricular response (rvr). Additional information was provided. The patient received six bursts of atp and four electric shocks in one episode. Technical services (ts) reviewed the episode and discussed that as this is a single chamber device, it is not possible to determine if atrial arrhythmias are present in the collection period. The device was then decided to be explanted due to therapy upgrade and a cardiac resynchronization therapy defibrillator (crt-d) device was implanted along with right atrial (ra) and left ventricular (lv) leads. The device replacement was not related to this event. No additional adverse patient effects were reported.